Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had shocking impedance measurements of greater than 125 ohms. Stored egram and episodes did not reveal any noise. No adverse patient effects have been reported. A boston scientific technical services (ts) consultant recommended evaluating the patient for a connection issue and testing the integrity of the lead. The physician was updated on the issue and troubleshooting options, at this time the patient will continued to be monitored. This product was later explanted and returned for an unknown reason.

Manufacturer narrative:
As of today, the available information suggests these devices remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.